Manufacturer narrative:
(B)(4). The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the left ventricular perforation was likely caused by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), prior to the implant of a 23mm sapien xt valve, the amplatz superstiff wire position was very unstable and was repositioned 4 times. The valvuloplasty time was very long and the wire was dislocated during introduction of the delivery system. Positioning of the valve into the annulus was also time consuming. Prior to valve deployment, the patient developed severe hypotension and the valve was quickly implanted. The valve was implanted with good result, in a good position and the coronaries were open, however, the patient¿s blood pressure did not recover. No improvement was seen after a few minutes of external cardiac massage. Tee showed clear signs of tamponade. A median sternotomy was performed and apical bleeding from the left ventricle was seen. During cannulation for cpb and internal massage the bleeding was seen from the lateral wall of the left ventricle. Under cpb support the two bleeding sites were successfully closed. However, after adequate perfusion, the patient¿s heart function did not recover and the patient expired.